Event description:
According to form FDA 3500 "afer administering insulin with a monoject 1cc insulin syringe, the nurse attempted to activate the safety device and encountered resistance then used additional force. As a result the syringe then punctured the nurse's hand."